Manufacturer narrative:
An event regarding pain & stiffness (decreased range of motion) involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "at an office visit on (B)(6) 2016 he had his staples removed and pain was noted to be 3 over 10. On (B)(6) 2016 his office note states, ¿doing fine¿. When seen on (B)(6) 2017 it was noted, ¿left knee discomfort, decreased range of motion improving. Physical examination: no instability, 0° to 120°.¿ he was seen on (B)(6) 2017 at which time it was noted, ¿complains of bilateral knee pain, right greater than left, 4 over 10. Physical examination: left knee mild global tenderness, no instability. X-ray left: good position with no abnormalities.¿ x-ray printouts related to the left knee include x-rays dated (B)(6) 2016, which are all multiple views of the left knee demonstrating moderate osteoarthritic changes. X-rays dated (B)(6) 2016 and (B)(6) 2017 are multiple views of the left knee demonstrating cemented ps left total knee arthroplasty in nominal position with no pathology noted. There is no documented evidence of any post-operative problem associated with factors of faulty component design, manufacturing or materials in this case." Device history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient was experiencing extreme stiffness and hard to walk. The reported event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Based on the clinicians results, "there is no documented evidence of any post-operative problem associated with factors of faulty component design, manufacturing or materials in this case." No further investigation for this event is possible at this time. Attached recall inquiry results indicated none of the reported devices were part of the recall. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient reported have left knee replacement on (B)(6) 2016, experiencing extreme stiffness and reported it was hard to walk.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported have left knee replacement on (B)(6) 2016, experiencing extreme stiffness and reported it was hard to walk.